Event description:
A caller reported a cartridge alarm 20 during the load process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was confirmed to be under warranty, and technical support resolved the issue by sending a replacement pump with updated software. The caller was advised on storage mode instructions and was instructed to return the problematic pump within 10 days using a pre-paid label. A backup therapy of multiple daily injections (mdi) was planned to ensure uninterrupted insulin delivery.